Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/23/2020. Additional information: h6. A manufacturing record evaluation was performed for the finished device am1892 number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2019 and the suture was used. When using the suture, filament rupture occurred. There were no patient consequences reported.